Event description:
An increase in pacing thresholds along with diaphragmatic stimulation was observed. The lv lead was explanted and successfully replaced. The lead was retained by the hospital. No additional information is available. Should additional information become available, this event will be updated.